Manufacturer narrative:
Fujifilm corporation conducted the root cause investigation that was concluded on (B)(6) 2022. During the investigation, it was identified that high-frequency devices were used with and without visualizing the proximal end of the wire on the endoscope monitor. As a result, the wire came in contact with the distal end metal part of the endoscope, causing a high-frequency current to flow through the distal end metal part. A burn can occur if the energized distal end metal part comes into contact with the mucosa. The relevant warnings are included in the IFU of ed-580xt and it is probable that user did not comply with these warnings. Unlike high-frequency devices, the distal end metal part has a large area, so it does not cut deeply and only superficial mucosal burns may occur. None of the seven (7) burns reported by fujifilm were serious injuries. Therefore, fujifilm believes that it will not lead to a serious injury.

Manufacturer narrative:
Fujifilm performed additional investigation following the report of a 2nd mucosal burn incident from the same user involving the ed-580xt duodenoscope and a OEM sphincterotome. The 2nd mucosal burn incident was reported to the FDA in 3001722928-2021-00008. A simulated test on an ed-580xt scope from a different batch determined that the energized sphincterotome came into contact with the elevator of the ed-580xt while the elevator was already in contact with proximal mucosal tissue. The elevator was energized by the sphincterotome, which produced the mucosal burn. A supplemental report will be submitted if any additional relevant information becomes available.

Manufacturer narrative:
Fujifilm performed an initial investigation, which determined that the burn was not caused by the ed-580xt duodenoscope. On (B)(6) 2021, the same hospital informed fujifilm of a second mucosal burn incident during an ercp procedure involving a ed-580xt and the same sphincterotome device. As such, fujifilm determined that additional investigation is needed. A separate MDR will be submitted for this second incident. Fujifilm is performing additional investigation to determine the root cause. A supplemental report will be submitted pending results of the investigation.

Event description:
On (B)(6) 2021 fujifilm medical systems u.s.a., inc. (Fmsu) was informed of an incident that occurred during an ercp procedure. Cannulation of the common bile duct (cbd) was difficult and took over 30 minutes to successfully cannulate. After successful cannulation of the cbd with a guidewire, a sphincterotomy was performed and a metallic stent was deployed. After examining the stent placement, a cautery effect or minor mucosal burn was seen underneath the papilla and not where the sphincterotomy was performed. No additional medical treatment was required as a result of the burn.